Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegations from the field were confirmed. During microscopic analysis it was revealed that there was cracking on the surface, in the area just distal of the terminal molding where the insulation is torn. The insulation around this area appears frosted and yellow due to environmental stress cracking.

Event description:
Boston scientific received information that there was undersensing noted with this right ventricular (rv) lead. This patient is in atrial fibrillation. There is an insulation issue at the terminal pin of this lead. This rv lead was cut and surgically abandoned. A portion of this lead will be returned for analysis. No adverse patient effects reported.